Manufacturer narrative:
A complete lead was returned in one piece. Final analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, noise was observed on the right atrial lead. The lead was replaced. There were no adverse consequences to the patient. The patient was stable post procedure.